Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon reviewing the stored data, it was seen that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were made to address the issue. The patient was stable.